Event description:
It was reported that the line connected with 3-way port was cut. No patient injury was reported.

Manufacturer narrative:
Customer report of "line connected with 3-way port was cut" was not confirmed. Received one complete flotrac kit. Kit appeared not used. However, pressure tubing was broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint. Cross surfaces of tubing at site of damage were rough and uneven. Damage occurred to patient side of the kit. A review of the device history record showed that all manufacturing requirements were met.

Event description:
On (B)(6) 2010, pt reported she inserted an infusion site about 10-12 days ago, and after having this site in for about a day, she removed it because she received an e4 (occlusion) error and noticed the cannula was bent. Pt stated she then inserted a new infusion site and it occluded after about a day, she removed and noticed the cannula was also bent. Pt reported she inserted another site from the same box, and it occluded this morning and she had this site in for 3 days, and was going to change it later today. Pt stated when she removed the site today, the cannula was bent again. Verified that pt is manually inserting her sites. Advised pt on the insertion assist device to help with insertion technique; pt is not interested. Pt stated she has been doing this for a long time and would prefer to manually insert them. Pt reported she is using her hips as normal and rotates her sites well and does not go through scar tissue. Pt states she has been using her hips for several months now. Pt reported she has never had an issue with this. Pt reported she is currently on the last site from the box that she has had issues with. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.